Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of undetermined malfunction was confirmed as failure code 38. The quality engineer identified the assignable cause as damaged force sensing resistors (fsrs). The fsrs were replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flo-gard infusion pump with an undetermined malfunction. Upon further investigation, the quality engineer has confirmed the reported condition as failure code 38. There was no patient involvement, injury, medical intervention or adverse event reported at this time. No additional information is available.